Event description:
A customer reported that their AED will not power on but powered on with a spare battery pack. They reported that this did not occur during patient use.

Manufacturer narrative:
A customer reported that their AED will not power on but powered on with a spare battery pack. The asi is flashing green with the new battery. The customer stated she is sending original battery back with ddc for review. Although requested, additional information regarding the complaint has not been provided and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.